Event description:
In 2003, a physician contacted the phlebotomy area, to question an elevated ckmb test result. According to the physician, the ckmb results did not correlate with the patient's previous results and had assumed it was due to a mislabeling issue. The phlebotomy area determined that there was n0 labeling issue that could have led to the elevated ckmb result. The following day, the physician contacted the laboratory. At this time, the primary tube sample and the aliquot tube were both re-tested. Both results were within the normal range.